Manufacturer narrative:
Patient information is unknown at this time. Event date: the actual date of the event is unknown. Initial reporter: international phone number: (B)(6). Other, no product returned for evaluation. Evaluation code method: product not returned for the evaluation. This anecdotal investigation was opened based on information received from a related complaint. The device is not expected. A device history was not possible due to the lack of a lot number. Due to these facts we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an unknown procedure, the anchor jammed. It was reported that the anchor became stuck in the bone 1/2 inserted. No additional information is available at this time.